Event description:
The medical representative phoned to report that a lead dislodgment was suspected. Capture threshold had increased and the patient reported feeling pacing above 5 volts. A chest x-ray revealed no obvious dislodgement. A lead reposition was to be discussed with the physician. It was reported approximately one m0nth later that the lead perforated the patient's heart. The previous increase in capture thresholds was believed to be due to amiodarone. A chest x-ray confirmed perforation. During an attempt to reposition the lead, the helix would not retract or extent. The decision was made to explant the lead.